Event description:
The facility reported a pump with failure code 37:419:565:0000. The reported condition was identified during patient infusion. As a result of the alarm, the pump failed to infuse as intended. There was no documented patient injury or medical intervention necessary associated with the reported condition. No additional information is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.